Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion event; however, the event was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had an order for do not resuscitate to turn off therapy for this subcutaneous implantable cardioverter defibrillator (s-ICD). As the boston scientific field representative was connected to the device via telemetry to do so, it was noticed that the battery longevity estimate was much lower than expected. Technical services (ts) analyzed device data and determined that the estimate was eschew due to prolonged magnet exposure and should recover. No adverse patient effects were reported. Currently, this s-ICD remains in situ.